Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was at a waterpark and the pump would not turn on. Troubleshooting performed by tandem technical support found that a malfunction alarm had occurred. There was no known impact to the customer's blood glucose level. Customer reported that manual injections would be used for alternate insulin therapy.